Event description:
Hemodialysis catheter was placed (B)(6) 2012 and replaced on (B)(6) 2012 because the cuff was exposed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.